Event description:
Related manufacturer reference number:2017865-2022-22035. It was reported that the patient presented to the emergency room with complaints of phrenic stimulation. Upon review, it was discovered that the atrial lead was found to have no sensing and no cardiac capture. It was noted that the lead dislodged. The physician extracted that lead and added extra sutures to the can and leads because it was apparent that the patient had ¿twiddled¿ it. The patient was in stable condition.

Manufacturer narrative:
The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.